Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the insert label that is included in the packaging of the product contain indications, and warnings to perform the connection. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the solution bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell five of six of treatment and the treatment was cancelled. The solution bag was not securely connected and the tubing became disconnected. The patient was advised to discontinue the treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient had not reported the fluid leak to the clinic. The pdrn stated that they did not have any treatment data from the night of the reported event. Additional information was unavailable.